Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room with pocket stimulation. Upon interrogation a polarity switch occurred due to low impedance and noise resulting in inappropriate automatic mode switch. The lead was programmed to bipolar mode.